Event description:
Healthcare professional reported "patient presented with palpable nodule in the inner lower quadrant of the breast 2.5 months following primary breast augmentation" and "rupture", confirmed via ultrasound. Record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "palpable nodule in the inner lower quadrant of the breast 2.5 months following primary breast augmentation" and "rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
The left side device was found intact during surgery. This record is no longer reportable to the FDA and will be un-reported.